Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that cartridge alarms occurred during insulin delivery intermittently. There was no adverse impact to the customer¿s blood glucose level. The customer resumed insulin delivery; customer does have manual injection available if needed for insulin therapy.